Event description:
It was reported to philips that the device still had several buttons that were not functioning after parts were replaced. There was no reported patient or user involvement and no adverse patient/user impact.